Event description:
Pt developed a central corneal ulcer. Obtained history from treating eye care professionals (ecp). The pt complained of blood shot od upon awakening. Pt was provided with a phone rx for tobramycin drops. Pt visited their optometrist and was diagnosed with a central corneal ulcer od, prescribed vigamox ophthalmic drops and referred to an ophthalmologist. The ophthalmologist saw pt the next day and diagnosed a central corneal ulcer with iritis. Treatment: levoquin p.o. Bid, tobradex gtts bid, vigamox gtts od q2hrs. Pt returned the next day, progress notes indicated 60% improvement od, continue meds. Visual acuity ph 20/200 without correction. Pt's last visit was 6 days later, treatment note indicates ulcer improved with central scar. Visual acuity "ph 20/40 with correction."